Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act button dome switch.no button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The insulin pump will be returned for analysis.